Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) was inserting a polyaxial expedium screw with the screwdriver and because the patient had such hard bone, the distal tip of the screwdriver broke inside the screw of the patient. The tip of the screwdriver was left inside the patient as the surgeon did not feel the need to remove the piece since greater damage could have resulted. No delay resulted, the surgery was completed with an other screwdriver present in the set. No further information is available and I have nothing further to add.

Manufacturer narrative:
Corrected data. (B)(4). One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400, lot no: mi26618] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.